Manufacturer narrative:
H3 other text: remote support provided.

Event description:
This report is based on information provided by philips remote service engineer (rse) and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart xl defibrillator indicating that the device had a self-test failure. Remote support from the customer care solution center was received, during which the customer performed a self-check which resolved the reported issue. The device was returned to normal operation and put back into use. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available, the root cause of the reported problem could not be determined as a self-check resolved the reported issue. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. An analysis was performed by a vigilance reporting specialist (vrs). The vrs determined that while no harm was alleged, recurrence of this failure mode during clinical use could cause or contribute to death or serious injury. Therefore, this failure mode meets the definition of a reportable malfunction. Appropriate regulatory reporting actions have been taken. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The customer performed a self-check and the device was returned to normal operation and put back into service. The investigation concludes that no further action is required at this time. According to service bulletin sb86100166d, the m4735a heart/start xl portable defibrillator/monitor was discontinued on (B)(6) 2013. All options associated with this defibrillator were discontinued as of (B)(6) 2013. The end of support date for the device is (B)(6) 2018. If additional information is received the complaint file will be reopened.